Manufacturer narrative:
Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 30-aug-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via manufacturer representative from a clinical study reported a clinical patient had a severe return of symptoms. It was unknown if any factors contributed to the reported event. No diagnostics/troubleshooting was performed. Interventions/actions were noted as possible pending action (new trial and/or botox) when the consumer came back. The issue was not resolved at the time of the report. The event was noted as ongoing, and assessed as not serious, not related to the procedure, and related to the lead and stimulation. The patient¿s medical history included post-obstruction urge urinary incontinence since 2011. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: va1a6bb, implanted: (B)(4) 2016: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a recurrence of important symptoms due to a loss of efficiency of the system. The patient had a neurostimulator which was working fine at first, then there was a recurrence of the symptoms of overactive bladder. An echography was done, confirming that the electrode was well positioned. The investigator wished to put an electrode in contralateral but during the intervention, they saw that the electrode installed responded well despite the recurrence of the symptoms. Eventually, they removed the stimulator and electrode. On (B)(6) 2018, the electrode and neurostimulator were removed and botox was proposed. Other actions taken was a reprogramming. Event was resolved on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 388928, lot# va1a6bb, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was not related to the lead and related to the stimulation only. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 388928, lot# va1a6bb, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was an x-ray of the pelvis and waiting for the patient to return to repeat a test phase or injection of botulinum toxin. The cause of the severe return of symptoms remains unknown. No further complications were reported/anticipated.